Event description:
After using the dilatation catheter to post dilate a stent the device separated upon removal. Attempts to snare the fragment were unsuccessful so the pt was sent to surgery. Reportedly, a small fragment was left inside the pt. The pt has been discharged from the hosp.